Manufacturer narrative:
The reason for reoperation: "felt one burst and it is totally flat." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's mother reported "one burst and it is totally flat" on behalf of her daughter. Device status is unknown. Manufacturer of the device is unknown. This record is for the right side.